Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a long charge time of 23.3 seconds, but did not declare an elective replacement indicator (eri). A guidant technical services (ts) consultant discussed that it is normal for batteries to exhibit extended charge time while at mol2, but recommended follow up in one month to determine if the charge time had returned to acceptable levels. To date, there have been no reported patient symptoms associated with this clinical observation.